Event description:
Sure cuff dislodgement was found. When the user tried to remove the temporally used catheter, the sure cuff dislodged from the catheter. During the incident only catheter was smoothly removed and the dislodged sure cuff remained in a pt body.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.